Event description:
It was reported that the patient was being referred for a generator and lead replacement surgery due to end of service for the generator and a suspected fractured lead. It was also reported via received clinic notes that the patient was experiencing electrical shocks in (B)(6) 2014 during vns cycling, after having been tackled in the area of the vns by a child she was babysitting. The patient underwent the generator and lead replacement surgery on (B)(6) 2015 due to battery depletion and suspected lead fracture. The explanted devices have not been received for analysis.

Event description:
Analysis of the explanted generator and lead was completed. Analysis of the generator showed that there were no performance or any other type of adverse conditions found with the pulse generator. Review of the data downloaded from the generator showed no indication of increased impedance/ various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Analysis of the lead showed no obvious anomalies. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
The explanted generator and lead have been returned to the manufacturer for analysis. However, analysis has not been completed to date.